Manufacturer narrative:
(B)(4): results and conclusions: device used past its labeled expiration date.

Event description:
The physician intended to implant a 2.75 mm diameter x 14mm length endeavor sprint rapid exchange (rx) drug-eluting stent in a lesion in the lad, which exhibited excessive tortuosity and severe calcification. The stent could not cross the lesion and the device was removed. On investigation of the event, it was noted that the physician had attempted to implant the device past its labeled use by date (ubd). No clinical sequelae were reported.